Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this annuloplasty ring, the physician noted that due to patient anatomy abnormality, the ring could not be implanted. No additional adverse patient effects were reported.